Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The distributor reported that the device was returned to physio-control, however physio was unable to confirm if the device was received. Physio was unable to locate the device, therefore the device was not evaluated. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.